Event description:
The lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. Explant method: thoracotomy; technique/tools: direct traction, cook extraction; no complications.